Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5168908. This report is to acknowledge receipt of the medwatch form, received by amd medicom on april 24, 2025. The investigation is ongoing.

Event description:
A peritoneal diatysis (pd) patient contacted fresenius mecical care to report that the patient had an allergic reaction to the island dressings. He first started using them two weeks ago. The skin around his catheler was red, bumpy and itchy. They went to see a dermatologist and he suggested they stop using the island dressings. Once they stopped using them his skin improved. The patient involvement is unknown however there was no harm or adverse event reported.